Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that an elective replacement indicator (eri) or low battery icon was reported on the implantable neurostimulator (ins). There was no allegation or dissatisfaction with the ins longevity. The patient had a sudden return of symptoms. She saw a call your doctor symbol on (B)(6) 2015 and she almost did not make it to the bathroom that morning and she could not feel it in her vagina. She tried to connect with her programmer and ins but then she saw the call your doctor screen but did not remember what the code under the picture was. Patient services had the patient synchronize and it showed an ins depleted screen. It was noted that the patient fell in (B)(6) 2014 and broke her rib. She did not have the device looked at after the fall. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain the steps taken to resolve the return of symptoms and eri. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the consumer reported that the manufacturers representative walked her through steps and told her that the battery was dead. The doctor confirmed it on (B)(6) 2016. The patient was scheduled to have it replaced.